Event description:
It was reported that a 3000ml eva (ethyl vinyl acetate) tpn (total parenteral nutrition) bag was leaking from the side of the bag. This issue was identified during preparation in the compounding department. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Initial reporter address: (B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
H10: the device was received for evaluation. Unaided eye visual inspection and magnified inspection was done which observed a tear at the lower right side edge area of the bag. A functional testing was performed which revealed a leak only at the lower right side edge area of the bag. The reported condition was verified. The cause of the condition could not be determined, however, possible causes include compounding error, damage sustained during transport or during customer handling. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.